Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps container was damaged the following information was received by the initial reporter with the following verbatim: sharps contained failed to prevent sharps penetrating through sharps container resulting in a percutaneous occupational exposure to a healthcare worker. Please see images attached. Batch number ¿ 21356001. Ref (B)(4). (B)(6) visible on the sharp¿s container label. Following incident sharps bin removed from clinical practice and stored with unit manager. Infection prevention review and photos taken on the (B)(6) 2023. Sharps bin does not appear to be overfilled. Sharp noted to be penetrating through the lower half of the identified container. A sticky plaster applied over penetrating sharps and container labelled in permanent marker to alert any other workers to risk removed from clinical area and placed in supply (B)(4) in consultation with supply staff.

Event description:
Photos receivedphotos received.

Manufacturer narrative:
4 photos were received and analyzed by our quality team. The photos show a needle tip protruding from the base of sharps container. The supplier of this product have been notified of this instance and have furnished quality records showing no issues during the production of this batch. The root cause of this issue is possibly due to a weak spot in wall of collector base but to reiterate there were no abnormalities with this device lot (21356001) and the supplier has mentioned that another possibility be a dropping of full container leading to puncture.